Manufacturer narrative:
Occupation = non-healthcare professional. PMA/510(k) number = k170193. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact during an unknown procedure, an advance 14 lp low profile balloon catheter separated. The physician reported that the wire would not advance through the device and it felt as though something was stuck. The device reportedly separated "fully down the middle". Another device was used to complete the procedure. The patient reportedly had (B)(6). There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.